Event description:
Pt called lfs alleging that their one touch ultra meter would power off during use. Pt did not have any symptoms at the time of concern. They explained that meter would power on, however, the segments would become very faint and eventually the meter would shut off. Pt reported that they tested with another meter and obtained an "80 mg/dl" at the time of concern. They reported eating food following the attempted use of the meter. No medical care was sought. Pt did explain that battery was replaced less than 1 year ago. The customer service rep discovered through troubleshooting that the meter did shut off before the time was up. The batteries were correctly installed and the battery contacts were in good condition. The customer service rep educated pt on automatic shutoff and replaced the meter.